Event description:
Customer complaint - limited data available. Stated fell asleep with device on. Device overheated and burnt arm. Left scar.

Event description:
Customer complaint limited data available. Customer fell asleep with the device on and the device overheated. The device burned the customer and left a scar.